Event description:
(B)(4). Same case as MDR: 2134265-2013-05136. Same patient as MDR ID#: 2134265-2013-01887 and 2134265-2013-01853. It was reported that post coronary stenting procedure, the patient experienced chest pain. The subject presented due to persistent chest discomfort without significant ECG changes. Subject was diagnosed with unstable angina (braunwald classification - iib) and underwent cardiac catheterization which revealed a long de novo target lesion located in the mid left circumflex (lcx) artery and extends to the distal lcx with 90% stenosis and was 26 mm long with a reference vessel diameter of 3.0 mm. It was treated with direct stent placement using a 3.00 mm x 12 mm ion us coa stent. Following post-dilatation using a 3.25 x 8 mm nc quantum apex balloon catheter, the subject complained of chest discomfort and right arm discomfort which were relieved after balloon deflation and treatment with sublingual nitroglycerine and fentanyl 50 mcg. After withdrawing the wire, there was a worsening of the disease in the distal lcx requiring intervention with a second 3.00 mm x 20 mm ion us coa stent placed in an overlapping manner with the first stent. Following post dilatation residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2013, the subject presented due to chest pain and was under observation as an outpatient.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).